Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte night aligners, patient reported that their upper four teeth are not straight, and their bite is off. They also need to have a crown replaced. Requested letter of recommendation from dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.